Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was returned for analysis. The allegation against the product was not confirmed as the reported allegations of infection were known inherent risk of device. Analysis of the returned product is not able to provide relevant information for infection-related allegations. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection and erosion. Additional information indicates that the patient was transferred to another hospital for laser lead extraction. However, both ra and rv leads break off upon removal. Moreover, rep verified that all leads were successfully removed. There were no additional adverse patient effects reported.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection and erosion. Additional information indicates that the patient was transferred to another hospital for laser lead extraction. However, both ra and rv leads break off upon removal. Moreover, field representative verified that all leads were successfully removed. There were no additional adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was returned for analysis. The allegation against the product was not confirmed as the reported allegations of infection were known inherent risk of device. Analysis of the returned product is not able to provide relevant information for infection-related allegations. If information is provided in the future, a supplemental report will be issued.